Event description:
This report summarizes one malfunction event. This report was received from one source. A review of the event indicated that model 0601610 chronic catheter experienced a fracture. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6)-month-old boy weighing (B)(6) kgs. The device was not returned to the manufacturer, nor were any photos. The lot number was not provided, preventing a DHR review. Due to this, the complaint was unconfirmed for the given problem and a definitive root cause could not be determined.